Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as intended. The patient underwent surgical intervention, two weeks later, to explant the device. A tear was identified in the left cylinder. A new ipp was implanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as intended. Two weeks later, the patient underwent surgical intervention to explant the device. A tear was identified in the left cylinder. A new ipp was implanted. There was no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The cylinders were inspected, and microscopic examination found both cylinders had wear at folds in the proximal and middle part of the cylinder. One of the cylinders presented wear at a fold in the distal end and had a hole in the proximal end of the outer tube from kink resistant tubing (krt) wear. Both cylinders passed the leak testing. The reservoir also presented wear at a fold in the shell but did pass the leak test. Examination of the pump found the krts were worn to the filament. The pump passed the leak test but did not pass the activation testing. Based on the available information, the pump not passing the activation testing, and the hole identified in the cylinder could affect the product performance.